Manufacturer narrative:
The product is not available for return and the lot number is unknown. Although the doctor is relating the event to the product, he indicated the patient wears his daily lenses longer than intended and would sleep in them. Based on the available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Doctor reported a patient was referred to their office for treatment of a corneal ulcer. Patient was treated with vancomycin, tobramycin and ciloxan. Cultures were performed and results indicated a fungal infection. Patient was then treated with natamycin and given tylenol with codeine for pain. The patient is responding well to treatment. Although the doctor is relating the event to the product, he indicated the patient wears his daily lenses longer than intended and would sleep in them.